Manufacturer narrative:
Device was returned for analysis. A visual examination of the complaint unit revealed a dried fluid on distal tip. Dried fluid noted along the distal tip/distal body connection. Pitting from popped bubbles in the seal adhesive was observed between r2-r3 and below r3. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template. Both right and left curve tests passed. DHR (device history record) review was performed and no deviation was found. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 06-oct-2017. It was reported that catheter did not bend normally. The target location was located in the isthmus. A blazer prime¿ xp was selected for use. During the procedure, when the physician was about to change the position of the device, it was noted that it wont bend normally and would not return to straight position. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that pitting from popped bubbles in the seal adhesive was observed.